Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue. Reportedly, the pump¿s audible tones stopped working pump after the pump was dropped onto the concrete. The pump still maintained vibratory function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: during investigation, the pump was confirmed to have vibratory function but there was no audible sound when booting to the verify screen. The pump cover was removed and a visual inspection showed no physical damage or cracked solder on the piezo. For testing, a new piezo chip was inserted on the pump and the audible alarm function returned.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.